Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trm implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead had been pulled back into the main coronary sinus and was not capturing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.